Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient that on (B)(6) 2015 the patient experienced sensor stopped working. The sensor was inserted on (B)(6) 2015. The patient's mother did not report any injury or medical intervention

Manufacturer narrative:
(B)(4).